Event description:
Additional information reported that the reason the patient¿s implantable neurostimulator (ins) only lasted 6 months was that they w ere ¿using it too much¿ and had higher settings. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient started seeing an elective replacement indicator (eri) message and ¿call your doctor¿ icon on his patient programmer (pp) yesterday. Since the device was showing eri he was not able to adjust stimulation, so he had a ¿fun night¿s sleep.¿ it was noted that the patient was told the battery should last 3-5 years. No interventions or outcome were reported regarding this event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.